Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that there were automatic mode switch (ams) episodes from noise over-sensing noted on the right atrial (ra) lead. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.